Event description:
It was reported that the patient sought medical intervention due to hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. The pod was reportedly leaking during wear. Symptoms reported include patient feeling "off". The patient went to clinic and was treated with an insulin injection and water; blood tests were also performed the patient left the clinic after 4 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.